Event description:
Procedure: wedge resection. Reportedly, the gia universal was reloaded with a 60-3.5 dlu and placed across the lung tissue in order to complete the specimen removal. The stapler was fired successfuly and when the black knobs of the stapler were pulled back the jaws of the instrument remained closed and would not open. As a result a gia 60-3.8 was applied underneath the gia universal stapler and fired in order to remove the wedge. This meant the wedge removed was larger than anticipated. Patient status okay.